Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room after receiving one inappropriate high voltage (hv) therapy from his ICD. Upon device interrogation and review of multiple egms, it was noted that inappropriate sensing on the right ventricular lead was the cause for the patient receiving one inappropriate shock. Episodes of far-field p-wave oversensing and far-field r-wave oversensing were observed on the rv lead. A chest x-ray revealed that the rv lead was dislodged considerably, and it was likely at the valve. The device was turned off to prevent the patient from receiving further inappropriate therapies. The patient was scheduled for a lead revision procedure. During the procedure, the helix would not extend after the lead was repositioned. The lead was removed, and a new lead was implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of helix would not extend was confirmed while the reported events of inappropriate high voltage output and oversensing were not confirmed in the laboratory. The cause of the helix would not extend was due to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The damage found was sustained during the surgical procedure. The lead was otherwise normal.